Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2017. Approximately 5 years and 7 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023, findings: there was extensive synovitis and brownish discoloration of the articular soft tissues. There was a large joint effusion. Femoral component was well fixed without signs of wear or loosening. The acetabular component had eccentric polyethylene wear that involved all the way out to the rim of the acetabulum. The femoral head did not sit congruently with and this due to the wear. Patient tolerated the procedure well.

Manufacturer narrative:
D10: concomitants: 4655572 101-05-30 - 3.2mm drill bit30mm 1pk, 4817193 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, 4120988 180-65-20 - alteon 6.5mm screw, 20mm, 4946927 180-65-30 - alteon 6.5mm screw, 30mm, 4868525 186-01-60 - integrip cc, cluster 60mm, g4, 3661700 188-00-12 - wedge plasma s/o sz 12. Pending investigation

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.